Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to the 600s (mg/dl) since changing pump supplies on (B)(6) 2016. Customer used insulin injections to treat bg levels before reverting to insulin injections for diabetes management on (B)(6) 2016. Customer discarded the infusion set before inspecting it for any issues. During troubleshooting, customer verified that insulin was exiting the luer lock of the pump cartridge. Customer indicated that they will remain on insulin injections until they meet with their health care provider later in the week.